Event description:
It was reported "patient with PICC 4 fr monolumen catheter in the right upper limb inserted on (B)(6) 2022, who attends on (B)(6) 2022 for device healing in the morning, it is observed that due to clamping of the device evidenced in x-ray of the chest at the moment of mobilization of the arm upwards, the catheter only gives return and patency when the patient leaves the arm downwards. The patient receives chemotherapy that same day after healing, in the afternoon the patient returns to the office stating that the device is observed with blood, there is evidence of a lumen with blood in spite of clamp and wet transparent dressing, so it is decided with a clean technique to remove the dressing and it is corroborated at the time of irrigation that there is fluid outflow through the insertion point, so it is decided to remove it, a hole is observed at 3.5 cm. It should be noted that the device has only been handled by chemotherapy and PICC program personnel." Additional information - meeting with client: a review of the medical history was made from the insert note, nursing notes of the care performed per day, image of the chest x-ray with the power PICC installed. In the comprehensive analysis of the patient's clinical history, the chest x-ray image shows a very narrow space through which the catheter passes between the clavicle and the first rib, which very possibly generates a pinch off syndrome, favoring the rupture of the device and the thick anatomical condition of the arm.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reez3858 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l powerpicc catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 3cm and 4cm depth markings. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. H3 other text : evaluation findings are in section h.11

Event description:
It was reported "patient with PICC 4 fr monolumen catheter in the right upper limb inserted on 03/22/2022, who attends on 04/13/2022 for device healing in the morning, it is observed that due to clamping of the device evidenced in x-ray of the chest at the moment of mobilization of the arm upwards, the catheter only gives return and patency when the patient leaves the arm downwards. The patient receives chemotherapy that same day after healing, in the afternoon the patient returns to the office stating that the device is observed with blood, there is evidence of a lumen with blood in spite of clamp and wet transparent dressing, so it is decided with a clean technique to remove the dressing and it is corroborated at the time of irrigation that there is fluid outflow through the insertion point, so it is decided to remove it, a hole is observed at 3.5 cm. It should be noted that the device has only been handled by chemotherapy and PICC program personnel."additional information - meeting with client: a review of the medical history was made from the insert note, nursing notes of the care performed per day, image of the chest x-ray with the power PICC installed.in the comprehensive analysis of the patient's clinical history, the chest x-ray image shows a very narrow space through which the catheter passes between the clavicle and the first rib, which very possibly generates a pinch off syndrome, favoring the rupture of the device and the thick anatomical condition of the arm.additional information received:¿ was a new catheter inserted into the patient?a: yes, a new PICC was placed in the patient to continue chemotherapy treatment.¿ what is the current status of the patient?a: the patient is doing well.